Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign objects in the nozzle. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. In addition, a probable root cause of the foreign objects in the nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the entire image of the colonovideoscope had noise. This issue was found during inspection for use. There were no reports of patient involvement.